Manufacturer narrative:
There have been 2 incidents of the type already reported to the FDA. In total there are 4 incidents which includes this report. 2 - us, two in another country recently occurred. Corrective measures taken was reported under MFR report 9610902-2007-002. The dfu was revised and implemented in mfg starting with the following lot numbers. Lot # 010081, article 66001854, gluma desensitizer single dose 40 x 1/ 0.075 ml and lot # 010082, article 65872354 gluma desensitizer 1 x 5 ml, lot # 010082, article 66018221, gluma desensitizer value pack 3 x 5 ml.